Manufacturer narrative:
Product was received to zimmer biomet for investigation. "Returned part is a vanguard ps tibial bearing. Visual inspection of the bearing does not show any signs of damage or obstructions that would have prevented the surgeon from fully inserting the locking bar. Due to the bearing being heated and the dimensions changing, the accurate dimensional analysis could not be performed. Based on the testing performed as part of the mar, the DHR, and the inspection criteria this part was likely conforming when it left zimmer biomet control. The complaint report cannot be verified, and a root cause cannot be determined with the information provided." Review of complaint history found no additional related issues for this part. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during a total knee arthroplasty procedure on an unknown date the locking bar was not well locked in the bearing. The locking bar backed out of the slot after being inserted so the surgeon decided to change out the bearing.